Event description:
A patient (no identifying information) filed a voluntary medwatch report (mw5173995) and complained of blurriness, glare, and a jelly-like film over both eyes. The patient indicated that they had poor outcome with the rxsight light adjustable lens (model unknown) after implantation and light treatments. The patient stated that they cannot see well with or without glasses and that their doctor had nothing to offer to them to try to help after their lock-in. The patient claimed that the doctor did not follow the proper protocol about proper fixation during light adjustments and had inadequate expertise and inadequate knowledge. Given the lack of information in the medwatch report (mw5173995), rxsight is unable to match this to any prior complaint or MDR.

Manufacturer narrative:
Manufacturer reference #: (B)(4).